Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards. The system operates as intended.

Event description:
The customer reported that the system would not take x-rays. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.